Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) a full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during implant the lead had low impedance, no capture and it was not pacing. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.